Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative who reported that the pump was explanted today (B)(6) 2018). It was believed that the patient had relocated and that was why there was a delay in the explant. Pump interrogation confirmed the pump was in off state. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 8578 lot# n083966 serial# implanted: 2007-(B)(6) explanted: 2018-(B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are : product ID: 8578 lot# n083966 ubd 2008-(B)(6) UDI# (B)(4) h3: analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. Analysis of the catheter model 8578 revealed ¿sutureless connector coring-tears-cuts in seal¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving morphine (2.5 mg/ml at 0.7831 mg/day) via an implanted pump. The indication for pump use was pancreatitis and non-malignant pain. On 19-oct-2017 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The pump logs showed a motor stall at 09:10 on (B)(6) 2017 with a motor stall recovery the same day at 09:44 due to an MRI. On (B)(6) 2017 at 18:31 a motor stall occurred with no recovery to date in the event logs. All emi (electromagnetic interference) was ruled out as the cause of the stall per the reporter. They had been planning to explant the pump anyway, but now they were hoping in the next 2 weeks to have it explanted. They had been weaning the patient off the intrathecal morphine. The reporter requested the pump off code as the patient did not want to hear the pump alarming for the next 2 weeks. The pump off code was supplied and the reporter was assisted in successfully programming the pump to off state. No medical symptoms were reported. No further patient complications have been reported as a result of this event.